Event description:
It was reported to dräger that the device exhibited a ventilator failure during a surgical procedure. The event did not lead to health consequences for the patient.

Manufacturer narrative:
A (B)(4) service engineer has checked the device on-site and confirmed the ventilator failure. The log file entries demonstrate that the supervisor function of the software has detected a divergence between the calculated piston position and the measured one during the concerned surgical precedure. To protect the patient from potentially hazardous output, the system response is to force a safety shutdown of automatic ventilation and to post a corresponding alarm. Manual ventilation by means of the built-in breathinig bag as well as the monitoring functions remain available then. The investigation of earlier complaints of the same nature has revealed that speed fluctuations of the motor caused by wear and tear of the collector disc are the root cause for this phenomenon. The involved device is 16 years old - an in-depth evaluation of the motor was not considered necessary since it is seen likely that the same explanation applies here as well and in reflection of the aspect that the customer will consider a repair as uneconomic. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.